Event description:
During a rescue attempt in 2007, the AED analyzed, advised shock, began to charge and then cancelled the shock, reporting a service code and powered off. Patient outcome not available. Patient was transferred to backup defibrillator.

Manufacturer narrative:
Actual device was evaluated. Evaluation result, error handling fault.